Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced yellow wrench alarms when he would bend over. In addition, the waveform and pump vent filters were analyzed. The pt was referred to a nearby hospital for a possible pump exchange. As a result, a decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR for evaluation. The reported yellow wrench alarm was not confirmed. The device was functionally tested under loaded conditions and the device operated as intended. Although the functional testing performed on the device did not reproduce the reported event, the evaluation of the pump did reveal cam/cam follower wear particulate within the rotor/stator radial air gap. The result of particulate in the air gap reduced the clearance between the rotor and stator and may have caused the rotor to contact the particulate under extreme loaded conditions, which in turn, would contribute to high pump power consumption. The analysis of the pump lower housing assembly revealed a heavy amount of cam/cam follower bearing wear particulate consistent to the device operating under higher than normal loads for an extended period of time. From the info provided it appeared that the reported event occurred mostly when the pt bent over at the waist indicating that a possible outflow graft kink may have been present; however, this could not be conclusively determined through the pump evaluation because the outflow graft was severed adjacent to the graft attachment and the severed section of graft was not returned. The result of an outflow graft kink (depending of severity of the kink) will contribute to high after load and high pump chamber pressures resulting in increased mechanical wear and high pump power consumption during the pump eject cycle. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.